Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 600 to 700 mg/dl and trace ketones; cause was unknown. Bg was addressed via an insulin does change and a call to the customer's healthcare provider. The customer was instructed to consult with the healthcare provider regarding bg level.